Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿a full bag of heparin infused within 2.5 hours. Channel of pump not functioning properly. Even after channel door closed - clamp not working and IV tubing did not clamp. The door latch pin is sticking out and making the door difficult to close and latch because it is hitting the other pump." There was patient involvement but impact was unknown.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿a full bag of heparin infused within 2.5 hours. Channel of pump not functioning properly. Even after channel door closed - clamp not working and IV tubing did not clamp. The door latch pin is sticking out and making the door difficult to close and latch because it is hitting the other pump." There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information: age at time of event, age unit, date of birth, sex, describe event or problem, medical device serial #, device manufacture date, imdrf annex e and f codes.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿a full bag of heparin infused within 2.5 hours. Channel of pump not functioning properly. Even after channel door closed - clamp not working and IV tubing did not clamp. The door latch pin is sticking out and making the door difficult to close and latch because it is hitting the other pump." There was patient involvement but no harm.